Event description:
It was reported the pt observed an ipg low warning. An estimate for ipg longevity was calculated to the 284.4 to 205.7 months, the pt has been implanted for only 6.5 months. An sjm representative met with the pt and cleared the flag. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.